Manufacturer narrative:
The device has been explanted and has been returned to (B)(6) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that hearing sensation changed on (B)(6) 2011. The pt described sidetones with fluctuating as far as pain at the implant site. Testing didn't show anything remarkable. The external parts were checked and nothing remarkable found. The pt was reimplanted on (B)(6) 2011.